Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge field service engineer (fse) reported that during preventive maintenance (pm), the batteries failed the minimum run time test. The batteries were over 2 years old. The fse replaced the batteries. The iabp passed all functional and electrical safety tests to factory specifications and was returned to he customer, cleared for clinical use. The initial reporter listed is a getinge employee with different contact information than that of the event site. Please refer to the following email and phone number as contact information for the initial reporter: (B)(6).

Event description:
A getinge field service engineer (fse) reported that during preventive maintenance (pm) the intra-aortic balloon pump (iabp) batteries failed the run time test. No patient was involved and no adverse event has been reported.